Event description:
In 2002, the respironics therapy supv reported the ventilator displayed dashes on the screen and there were safety valve open diagnostic codes found in code history. The supv reported the unit alarmed and there was no pt harm. In a letter of 2/2002 and its follow-up on 4/2002 with the respironics qa manager, the respiratory care dir reported a conflicting claim, alleging that the ventilator did not alarm. It was explained to the respiratory care dir that the failure of an alarm would require 3 simultaneous failures to function to spec: primary alarm failure, backup alarm failure and failure to record alarm failure.